Manufacturer narrative:
The insulin pump had missing segments due to a cracked and bleeding display glass. The functional testing could not be completed due to the damaged glass. The insulin pump had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the 3/4 of the screen was blacked out and the customer could not see all of the icons. The customer reported two small cracks under the screen plastic. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.